Event description:
A male pt experienced subepithelial corneal opacities while using renu with moistureloc multi-purpose solution. The pt began use of renu with moistureloc in 2006, and after an unspecified number of days he had itching, burning, watering, sensitivity to light, and redness in both eyes. He noted the symptoms were more prominent in the right eye than the left. In 2006, he stopped wearing his contacts due to his symptoms and noted the symptoms caused him difficulty in driving. About five days later, his sypmtoms persisted and he went to an urgent care facility for treatment. He was diagnosed with pink eye, advised not to wear his contacts for 1 week, and prescribed vigamox. Seven days later, the pt felt his condition was healed and began wearing his contacts again. Some days later, his symptoms reappeared. He reinitiated vigamox use and discontinued wearing his contacts. Approx one month later, the pt sought treatment from an ophthalmologist for his condition. The pt suspected he had a fusarium infection. However, the ophthalmologist confirmed the pt was diagnosed with subepithelial corneal opacities in the central cornea. The ophthalmologist stated that no fusarium was apparent and no treatment was given. The pt had no ulcerations or lesions. His visual acuity was 20/20 right eye and 20/25 left eye. Slit lamp examination revealed no staining, but a few scattered superficial punctate keratitis. The pt was referred to another dr for treatment, however, the pt did not show for this appointment.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.